Event description:
Boston scientific received information that while attempting to gain access during a revision procedure, this right atrial (ra) lead caused a perforation. Multiple attempts were made to reposition the lead, however a stable position was unable to be found. The ra lead was explanted and successfully replaced. The explanted lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the lead body revealed multiple cuts in the silicone insulation that were likely induced from handling during the procedure.